Event description:
It was reported that during a coronary artery stenting treatment procedure, the guidewire stuck in the sheath and stent deformation occurred. The physician deployed a 6x201x130mm innova bare metal stent. When attempting to remove the guidewire, it stayed stuck into the sheath. The physician had to pull the sheath out with the guidewire as they could not be separated. The stent stayed in place but stent elongation was observed, thus lapping the ostium of the femoral artery. The proximal tip of the guidewire stayed in the superficial femoral artery. The physician inserted a 0.014 guidewire deeper into the femoral artery and then dilated the ostium with a 5x40mm balloon to open the strut of the stent. The physician removed the proximal tip of the guide with a lasso. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).